Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2011 during which the surgeon noted significant adhesions between the omentum and the mesh. The mesh was completely removed. It was reported that the patient experienced severe pain, infections and inflammation. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a1, a2, d3.